Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was not working. The customer¿s blood glucose level was 266 mg/dl at the time of the incident. Customer reported motor error. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer stated she could not get pass the time and date and the settings on the pump. The customer stated that the insulin pump was exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. However, device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform operating current, the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms.